Event description:
It was reported from the physician that some recent implantable cardiac monitor (icm) implants have caused the patients discomfort and the device sticks up. The physician modified the pocket for the patient and implanted the device in the new pocket. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc, product analysis could not be performed. Analysis of available information did not identify a specific complaint cause. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.